Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 60 mg/dl. The customer stated the act and esc button are not working. The customer was asked if she recalls any significant events leading to the keypad issues and said no events. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.